Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information, it is likely that the difficulty advancing was due to anatomical conditions which was described as tortuous. The difficulty removing the filter and retrieval catheter was also likely due to the tortuous anatomical conditions causing the tip of the retrieval catheter to separate while pulling the system back into the sheath. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a tortuous lesion in the internal carotid artery. The nav6 embolic protection system (eps) was advanced with resistance noted due to the tortuosity of the common carotid artery. During removal of the filter with the retrieval catheter, the filter became stuck in the sheath. The tip of the retrieval catheter broke in two and separated from the catheter. The bare wire was still in place; therefore the filter and retrieval catheter were removed without incidence. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.